Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was cleaning agent residue. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to an air/water flow issue. There was no patient harm reported from this event. During the device evaluation, it was discovered that the subject device had been insufficiently reprocessed as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit had been insufficiently reprocessed, causing foreign material to become clogged in the nozzle and compromising air/water flow. If additional information becomes available following the device evaluation, a supplemental report will be filed.